Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) was an attempt during implant procedure. The procedure was a standard device replacement for elective replacement indicator. All the parameters by the previous device were stable and good. Once this ICD was connected during pocket closure, noise oversensing was exhibited on the right ventricular (rv) channel. After several test of device connection and lead through pacing system analyzer the noise was still reproducible only by the device under the pocket. The physician, with the field representative and technical services (ts) decided to replace this ICD. A new ICD was successfully implanted with no more noise oversensing. No adverse patient effects were reported.

Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) was an attempt during implant procedure. The procedure was a standard device replacement for elective replacement indicator. All the parameters by the previous device were stable and good. Once this ICD was connected during pocket closure, noise oversensing was exhibited on the right ventricular (rv) channel. After several test of device connection and lead through pacing system analyzer the noise was still reproducible only by the device under the pocket. The physician, with the field representative and technical services (ts) decided to replace this ICD. A new ICD was successfully implanted with no more noise oversensing. No adverse patient effects were reported.